Event description:
It was reported that a mini-bag plus vial docking tool had damaged an unknown number of vials. This malfunction occurred prior to patient use. There was no adverse event or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number. The device is not available for evaluation; a photo has been provided by the customer. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation and the photo provided by the customer was not of the device reported. Should additional relevant information become available, a supplemental report will be submitted.